Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was 396 -377 mg/dl. The customer resumed insulin delivery; customer does have manual injection available if needed for insulin therapy.